Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field b5: describe event or problem.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 30hz and total laser energy 60w. The fiber was not stripped during the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed after the procedure and removed the next day. The patient discharge medication included senna and colace for constipation prophylaxis, keflex for post-operative antibiotic prophylaxis, and proscar for prevention of bph symptoms. The patient began experiencing dysuria and urinary frequency sixty-six (66) days post procedure. The patient symptoms were reported to be resolved, and not serious. The dysuria was resolved on 28jun2023 and the urinary frequency was resolved on 08jun2023. The study facility assessed the dysuria and the urinary frequency as possibly related to the holmium laser enucleation of the prostate procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field b5: describe event or problem. Correction to g1: manufacturing site information.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 30hz and total laser energy 60w. The fiber was not stripped during the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed after the procedure and removed the next day. The patient discharge medication included senna and colace for constipation prophylaxis, keflex for post-operative antibiotic prophylaxis, and proscar for prevention of bph symptoms. The patient began experiencing dysuria and urinary frequency sixty-six (66) days post procedure. The patient symptoms were reported to be resolved, and not serious. The dysuria was resolved on (B)(6) 2023 and the urinary frequency was resolved on (B)(6) 2023. The study facility assessed the dysuria and the urinary frequency as possibly related to the holmium laser enucleation of the prostate procedure and not related to the device.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 30hz and total laser energy 60w. The fiber was not stripped during the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. A urinary catheter was placed after the procedure and removed the next day. The patient discharge medication included senna and colace for constipation prophylaxis, keflex for post-operative antibiotic prophylaxis, and proscar for prevention of bph symptoms. The patient began experiencing dysuria and urinary frequency sixty-six (66) days post procedure. The patient symptoms were reported to be resolved ((B)(6) 2023), and not serious. The study facility assessed the dysuria and the urinary frequency as possibly related to the holmium laser enucleation of the prostate procedure and not related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.